Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) ¿ incomplete. The expiration date is not currently available.

Event description:
The affiliate reported via email anchor broke at introducing it under the skin. No patient consequences. Use of another like device.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirms the distal tip of the anchor is broken, but is held in place by suture. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. It is possible one of the aforementioned causes contributed to the event. Other than this possibility, a definite root cause cannot be determined. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The affiliate reported via email anchor broke at introducing it under the skin. No patient consequences. Use of another like device. Additional information received 12-22-2017: the breakage occurred during the impact. There was no surgical delay of greater than 30 minutes or an inability to complete the procedure as intended due to the breakage. It is unknown how the fragments were retrieve when breakage occurred near surgical site. The procedure was completed using another device. It is unknown whether the surgeon used the original bone hole to complete the procedure. It is unknown whether alternatives were readily available. There was no portion of the device that remained in the patient. There was no patient impact.